Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were difficult to install on pump. Customer used force and was able to successfully install cartridge. There was no reported adverse impact to the customer's blood glucose level.